Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16, and reset it following instructions from technical support. However, the malfunction recurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin therapy.